Manufacturer narrative:
Patient impact updated to no health consequences or impact. Previously reported on (B)(6) with MDR# 3030677-2021-16220. Device investigation is pending the return of the device.

Event description:
It has been reported that the device speakers are not functioning properly.